Event description:
The customer's mother reported that the insulin pump's keypad was unresponsive after being exposed to water. The customer's mother also reported that there was water inside the device. Blood glucose level at the time of the call was 174 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.